Manufacturer narrative:
Batch review performed on 26 february 2018 (B)(4). Clinical evaluation performed by medical affairs director on 02 march 2018: 3 years after primary total knee replacement the insert fixation screw got loose in the joint. No consequence should be expected for the absence of the screw in the future life of the implant. Immediate screw removal is recommended. The cause for self unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
During the standard follow-up check 3 years after primary, the tibial insert fixation screw was found loose and located in the back of the joint. The screw is encapsuled there and for that reason currently no revision surgery is planned. During the primary surgery the torque-limiter screwdriver was not available.